Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead analyzed.

Event description:
It was reported the patient received three inappropriate shocks while turning the pillar crank of his mobile home. Interrogation of the device revealed oversensing which was reproduced while moving the patient's left arm. It was also reported the patient heard the patient alert tone from his device approximately one month prior and had went to his cardiologist. The lead was replaced. No further patient complications were reported as a result of this event.